Event description:
Initial information was received on (B)(6) 2019 with limited information from a facility in (B)(6), as reporter from facility states that while attempting to inject contrast into patient with angiomat illumena, the device presented an error message, and that the error occurred with the patient connected. Reporter states that there was no injury to the patient. Additional information was received from the reporter to guerbet on 20 december 2019, reporter states that the patient has died. Reporter states also that the patient was already in a critical clinical state, but no detail was provided regarding the death of the patient. On 20 january 2020 additional information was received from the reporter, the female patient, dob (B)(6), had a past medical history of serious aortic stenosis with symptomatic secondary cardiac heart failure. The planned procedure coronary angioplasty and percutaneous valve replacement of the aortic valve (tavi) for being symptomatic and refractory to clinical treatment. Reporter states that the injection pump failed at the moment of contrast media injection, and as such, it was necessary to continue with a manual injection of contrast media during the procedure of percutaneous aortic valve replacement on (B)(6) 2019. The reporter classified the case seriousness as serious (death). Reporter states that the date of death was (B)(6) 2019 and the cause of death was rupture of aortic aneurysm. Reporter also states that the aortic aneurysm was not related to the event of injector malfunction. Reporter states that as a remedial action, the equipment was sent back to a guerbet representative for evaluation and repair.